Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 500 mg/dl. The customer's other blood was 500 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated by injection. Troubleshooting was done for high blood glucose and under delivery. Customer states that water in the insulin pump screen. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.